Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the drug solution discolored to a light gray when drawn into the bd syringe luer-lok¿ tip. The following information was provided by the initial reporter, translated from (B)(6) to english: "reported that when the hospital used this batch of syringes for drug extraction in (B)(6) 2021, it was found that the drug solution was light gray and there were impurities inside after pumping the drug solution into the syringe."